Event description:
It was reported that the pt underwent a gastric bypass with peri-strips dry with veritas collagen matrix staple line reinforcement. Seven (7) days post procedure, the pt developed clinical indications suggesting a gastric leak and was taken back to the operating room. A leak was discovered on the staple line and was repaired by oversewing. Following the procedure, the pt developed sepsis and died three (3) days later [post-op day 10].

Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.